Event description:
It was reported that low r-waves were observed. To insure adequate sensing, the physician attempted to reposition the lead, however it was unsuccessful. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported sensing anomaly. The electrical characteristics of the lead were found to be","normal. Mechanical and visual analysis found the helix in fully extended position and clogged with body fluid/tissue, preventing it from actuation. The ensuing resistance may have resulted in an over-torque condition. After destructive analysis and extensive cleaning, the helix would not retract due to body fluid/tissue at the proximal end of the helix.